Manufacturer narrative:
The returned perforator was visually inspected as received, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies were found. The perforator was reassembled and was functionally tested for cutting and drilling. It was found to meet specification requirements. The reported condition could not be duplicated. Review of the device history record have found no discrepancies. The complaint cannot be confirmed. At this time, the complaint is considered to be closed.

Event description:
Customer reports perforator failed to disengage while drilling during a craniotomy. Reports no injury to patient.